Manufacturer narrative:
Investigation still on going and as soon as will be completed, a follow up report will be submitted. Alba biosicence reference number of this file is (B)(4).

Event description:
The end user reports false negative results with ortho sera papain product fd317, lot v278742, expiry 30sep25.